Event description:
(B)(6) 2025 04:19:56 *rv lead integrity warning: - 2 or more high rate-ns episodes < 220 ms. Sensing integrity counter >= 30 in 3 d. (B)(6) 2024 07:49:29 *rv lead integrity warning: - 2 or more high rate-ns episodes < 220 ms. Sensing integrity counter >= 30 in 3 days. (B)(6) 2019 10:27:42 rv lead integrity warning: - 2 or more high rate-ns episodes < 220 ms. - sensing integrity counter >= 30 in 3 days. Episodes: cobalt xt dr # 4 - (B)(6) 2025 -hrns with noise and over-sensing # 3 - (B)(6) 2025 - hrns with noise and over-sensing # 2 - (B)(6) 2025 - hrns with noise and over-sensing evera MRI # 652 - (B)(6) 2025 - hrns with noise and over-sensing # 651 - (B)(6) 2025 - hrns with noise and over-sensing r: discussed ram operation and that it clears the alert so it stops beeping and then the device can re-trigger if conditions are met again. D: caller and patient are choosing to continue monitoring the suspected failed lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).